Event description:
During treatment of fistula, and after implanting 5-6 other coils, the deltapaq platinum microcoil (dfs10051020/ c10406) would not detach. It was confirmed that pre-electrical check was conducted, and the light illuminated and the coil was good to go. However, when the coil was in final position, it would not detach as it didn¿t show the coil was receiving a charge from the detachment box & cable. A sl 10 microcatheter was used with the coil. An enpower (blue) detachment control box and enpower cable was used during the event, and after the event the same devices were used subsequent devices. During the event, the fault light was seen during case, and the green system ready light illuminated. During the detachment cycle, the detachment light did not illuminate, and the audible signal did not beep. All connections appeared to fit properly without application of excessive force, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No attempts were made to detach the coil manually. The device was used with an echelon 14 microcatheter with an inner diameter of .017¿. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and the after removal from the patient, the coil remained attached to the delivery system. The target vessel was a cc fistula and the vessel was mildly tortuous. The procedure completed successfully, and there was no further information. There was no adverse event reported, and the device is not available for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding possible contributing factors or root cause of the reported failure of the coil to detach. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.